Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks due to noise oversensing on the right ventricular (rv) lead and right atrial (ra) lead. Additionally, the ICD exhibited under-sensing and an unspecified output anomaly failure. Programming changes were performed to turn off defibrillation. The physician elected to explant and replace the ICD. On (B)(6) 2025, during this procedure, the rv lead was also capped and replaced. During the procedure, no capture was noted on the ICD and rv lead. The patient condition was stable.